Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez3337 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a technical complaint regarding the material central catheter insercao perif. PICC 4fr x 65cm because during the procedure of passing the catheter after puncture, the material broke causing damage to the patient's blood vessel and also causing edema at the site with risk of extensive hematoma. It was immediately withdrawn. On 06/27/2022: add info received: was there any harm, other than what was mentioned, to the patient? Yes, patient had bruises. What was done to continue treatment? Another type of catheter was passed into the patient. Has there been blood or chemotherapy exposure to mucous membranes or skin? Yes. What medication was being administered? None. Was there a need for medical intervention due to the event (imaging exams, medication administration, etc)? No.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath is confirmed; however, the exact cause is unknown. Two photographs of an excalibur microintroducer sheath were returned for evaluation. An initial visual observation of the photographs showed the distal tip of the sheath was damaged. One edge of the distal tip of the sheath was observed to be plastically deformed and the material was observed to protrude outward. Blood residue was observed on the sample in the returned photographs. No further details could be seen of the damage on the distal tip of the sheath in the returned photographs. While the cause of the damage observed on the introducer sheath tip could not be determined from the returned photographs, possible contributing factors include insertion angle, advancement against resistance, and damage during handling or use.

Event description:
It was reported that a technical complaint regarding the material central catheter insercao perif. PICC 4fr x 65cm because during the procedure of passing the catheter after puncture, the material broke causing damage to the patient's blood vessel and also causing edema at the site with risk of extensive hematoma. It was immediately withdrawn. 06/27/2022: add info received: was there any harm, other than what was mentioned, to the patient? Yes, patient had bruises. What was done to continue treatment? Another type of catheter was passed into the patient. Has there been blood or chemotherapy exposure to mucous membranes or skin? Yes what medication was being administered? None. Was there a need for medical intervention due to the event (imaging exams, medication administration, etc)? No.